Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 50, 350 mg/dl. The customer was treated with the food. The insulin pump had insulin flow blocked alarm. The troubleshooting was performed for the no delivery alarm. The insulin pump will not be returned for analysis.